Manufacturer narrative:
Failure analysis is ongoing; add'l info will be submitted once the results analysis is complete.

Event description:
The micro sagittal saw was sent in for eval because it was ejecting an unk substance during a procedure. The substance did not come in contact with the pt. No adverse event was reported. The procedure was completed with a readily available replacement device; without any procedure delay.